Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the heart lead flex was out of specification, the lcd window was broken, and one bail cover was bent. The main printed circuit board was also replaced due to the field advisory.

Event description:
It was reported that the epg (external pulse generator) shut down during use. No patient complications were reported as a result of this event.